Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. At a follow up three months ago the pacing impedance was 397 ohms and is now showing 2621 ohms. Thresholds have also increased. The field representative is working with the physician to determine if the lead should be revised. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Additional information was received that this lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.